Manufacturer narrative:
Details of complaint: the customer reported excessive artifacts/noise coming from this gz transmitter. The patient was transferred to another gz unit. The customer tested the unit in their biomed shop and was able to duplicate the issue. There was no patient injury reported. Investigation summary: the returned device was evaluated. The evaluation showed that the device was exposed to fluid. The reported issue was duplicated. Due to the fluid exposure, several components needed replacement. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported excessive artifacts/noise coming from this gz transmitter. There was no patient injury reported.

Event description:
The customer reported excessive artifacts/noise coming from this gz transmitter. There was no patient injury reported.

Manufacturer narrative:
The customer reported excessive artifacts/noise coming from this gz transmitter. The patient was transferred to another gz unit. The customer tested the unit in their biomed shop and was able to duplicate the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.